Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 8:00 a.m. Was 2.9 inr. The result from the meter at 9:26 a.m. Was 3.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation.